Event description:
It was reported that pump displayed malfunction alarm malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps including charging and confirming settings, and malfunction code did not recur after reset, so customer was advised to continue using pump and to call back if any malfunction occurred again.